Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, and inadequate fixation have been ruled out. Wound healing issues were not observed and due to the patient being petite, the coil may be felt under the skin as the coil is superficial. The stimulator is used to treat pain. The cause of the reported issue is no problem found as the implanting clinician did not observe any redness, inflammation, or wound healing issues (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their wound was not healing after their procedure as well as a small bump where the coil was implanted. On (B)(6) 2024, the patient was seen by their implanting clinician. It was noted there was no redness or inflammation, and the skin was intact. The implanting clinician also explained that because the patient is petite, the coil may be felt under the skin as the coil is superficial. On (B)(6) 2024, x-rays were performed which revealed the device did not migrate and wound healing issues were not observed. The patient is currently receiving good therapy and pain relief.